Event description:
Boston scientific received information that the patient with this device system endured a syncopal event and had a heart rate in the 30 bpm range. Upon further review, oversensing and loss of capture was noted. The right ventricular lead pacing impedance measurements were below 100 ohms. When programmed to unipolar settings, capture was observed with impedance measurements of 200 ohms. The physician suspected this was a result of a possible insulation break. A revision procedure was performed and the device was explanted and replaced. The right ventricular lead was surgically abandoned. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.